Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a run-off angioplasty of the right leg, left femoral access of common femoral, a 6fr sheath was used, the access was fine, and the case was completed and had great pulses on both legs prior to deployment of device. The physician reported it felt normal deploying the device but hemostasis was not achieved, therefore manual pressure was held and then the patient developed a cold leg, lost pulse on the left leg. The patient went to surgery the next day. Additional information was received april 8, 2019: a pre-deployment angiogram was performed. The blood loss was less than 250 cc. The surgery went well and the patient was stable and in good condition. There was no disease present in the access site artery but there was a small side branch that may have caught the anchor. The anchor was left in the patient for 24 hours along with the collagen plug, all of the components were removed during surgery so nothing was left in the patient. The collagen was found to be in the vessel at the access site along with the anchor, all being held by the suture in the tissue track. The puncture site was in the common femoral, above bifurcation. Abi testing was performed to diagnose the occlusion. Distal pulses were absent. Thrombectomy and cut down was performed to treat the occlusion. The occlusive material collagen, suture, anchor, and thrombus were removed.